Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed; due to clogging of the nozzle, water supply volume did not meet standard value. . Further, the reportable malfunction noted in the event description were also observed. Additionally, inspection noted the following: due to wear of the angle wire, bending angle in up direction does not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of standard value, the bending tube is deformed, the adhesive on the bending section cover had a chip, due to clogging of the nozzle, air supply volume did not meet standard value, due to clogging of the nozzle water removal ability did not meet standard value, the plastic distal end cover had a scratch, the connecting tube had a scratch. The objective lens had a chip, the scope connector cover unit had a scratch, the scope connector had a scratch, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a scratch, the forceps channel port was shaved, the grip had a scratch, the scope cover had a scratch, the switch box had a scratch, switch #1 had a scratch, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the control unit had discoloration and a scratch, and the electrical connector had corrosion due to water leakage. As upon evaluation, foreign objects were found in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The customer confirmed the air/water nozzle was flushed with water and air. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. There were no abnormalities in accessories used for reprocessing. The customer wiped and brushed the air/water nozzle with clean lint-free cloths, brushes or sponges. The customer also flushed the air/water nozzle with detergent solution. According to the customer, the following details regarding the cds process were unknown: what the foreign material was. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign matter was unable to be specified and there foreign material residue point was free from deformation. It was also confirmed that reprocessing was practiced in accordance with instructions for use (IFU). Therefore, a conclusive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with below IFU. Instructions, operation manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had no water supply. The event was observed during a therapeutic endoscopic submucosal dissection procedure, which was completed with a similar device. During device evaluation, a foreign object was observed in the nozzle. There was no patient harm or user injury reported due to the event. This report is being submitted for the reportable malfunction found during this inspection.